Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations were on disconnected mode. The technical support specialist (tss) performed a disaster recovery procedure by backing up and rebuilding the station database, then completed a manual full synchronization with the es server. Upload errors were cleared, services were restarted, and purge processing was re enabled. The station was validated and confirmed to be communicating normally after recovery. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stations were on disconnected mode and critical override. Customer tried to reboot but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.